Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices and the patient was no longer receiving stimulation. A manufacturer representative met with the patient and confirmed that the ipg was inoperable due to high frequency tonic stimulation settings. The ipg was displaying the "replace generator" message. In turn, surgical intervention was undertaken wherein the depleted ipg was explanted and replaced with a new ipg. Post-operatively, stimulation therapy was re-established.